Event description:
It was reported that dislodgement was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: b1, b2, b5, and h1 should have been additional surgery and not malfunction.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in two pieces for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that dislodgement was noted on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.